Manufacturer narrative:
This report is submitted on 12 march 2020.

Event description:
Per the clinic, it was reported that the electrode array had extruded out of the cochlea. Clinical management is ongoing.

Manufacturer narrative:
Correction: the date of awareness is (B)(6) 2020 not (B)(6) 2020 as previously reported. This report is submitted on (B)(6) 2020.